Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors and the distal conductor had blood/body fluid (not obstructed). The analyst also noted that by design, left heart leads are manufactured with a septum in the tip that will sometimes allow blood ingress.

Event description:
It was reported that during the implant attempt, the physician wanted to use a different catheter so the lead was removed. Once removed, blood appeared to be present in the insulation. The lead was not used and another lead was used to complete the implant procedure. No patient complications have been reported as a result of this event.